Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer was not receiving audible blood glucose alerts as intended. Tandem technical support verified that the alert was recorded in the pump history and volume was set to "normal". Reportedly the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 62-140 mg/dl.